Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alert and back light anomaly due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alerts and the light on the insulin pump was not working. Spring was damaged and corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.